Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system were implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that 2 and a half years later, a CT images were reviewed, where a endoleak type 1b was noted. It was reported the type ib endoleak appeared to touch both of the implanted devices. It was reported an additional two surgical repair procedures were performed and the patient expired during the second procedure. It was reported the cause of death was an intra-operative ruptured aneurysm. It was noted that during the first intervention procedure, an endurant iis bifurcate stent graft system was implanted along with a valiant navion stent graft. The patient reportedly expired during the second procedure where two further stent grafts had been implanted, a endurant limb and a valiant navion stent graft. No additional clinical sequalae were reported and the patient is expired.